Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said they were having problems with their incontinence and the incontinence had really come back strong. They said when they felt like they had to go to the bathroom, they had to go immediately, if they waited, they urinated in their pants. They said they hadn't had any falls, traumas, or change in activity. It was noted the patient was not seeing the low ins battery icon. They had the stimulation at 2.2 volts and if they increased they felt a shock. It was noted they had an appointment scheduled for the day of the report. They were redirected to their healthcare provider to address the issue.